Event description:
During preventative maintenance of the device, the user reported the flow module led was illuminated; however, a message appeared on the screen reading "check flow sensor". A replacement flow sensor was installed, but the issue remained. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.